Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to corrosion on the electronic assembly. Unable to verify the no delivery alarm due to frozen display. Unit had cracked display window corners.